Event description:
During the case, the 45 mm echelon flex powered plus stapler articulating endoscopic linear cutter with 45 mm green load misfired during the case. Md handed the stapler off the field and it was bagged in a red bag and gave it to the control desk who will get it to the safety officer. No harm came to the patient at this time. New stapler was opened up to the field and case was completed without complications. A few weeks later the sales rep. Visited the safety office and looked over device and told me that it looked like the devices staples were loaded wrong and possibly causing the misfire.